Event description:
Fail blockage test, no alarm. This was reported during inspection at s&n canada, no patient involvement.

Manufacturer narrative:
The device used in treatment has been returned and evaluated. A visual inspection and functional evaluation found no defects, no relationship can be established between the fault reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. A complaint history review has been carried out and found there were further instances for this issue in the past four years. However, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as no problem found. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.